Event description:
Per (B)(6), the little button screw that self threads into the back cane is stripping and falling out, causing other hardware to get loose and fall out. Sending out both right and left side hardware for this chair. S/n (B)(4) - this was processed on RMA (B)(4) but provider never switched the hardware on the chair and just sent back the brand new kits to us, so re processing to send out kits again. (B)(4).